Event description:
It was reported that the patient was experiencing intolerable halos and glare at night in their right eye (od) resulting in the need to explant the intraocular lens (iol). The replacement iol was of a different model and diopter. The iol will not be returned for investigation as it was stated to be biohazard. The explant procedure was successful. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.